Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported approximately four months later that right ventricular (rv) lead pacing impedance had continued to rise to high levels. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert for the right ventricular (rv) lead was triggered. The patient reported to the emergency room. An interrogation revealed the alert was triggered for out of range pacing impedance. Impedance trending indicated that rv pacing impedance had been rising for approximately two weeks. Thresholds were also noted to have risen. It was noted that isometrics did not cause any oversensing or spikes in impedance. The lead remains in use. No patient complications have been reported as a result of this event.